Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-s1. It was reported that the patient underwent a revision surgery 8 months post-op due to fusion not occurring. During the revision it was found that the rod on the left side was broken at the "cranial s" screw. The construct was removed and replaced with new hardware and the construct was extended to l3-iliac. No additional patient complications were reported.

Manufacturer narrative:
Visual review confirms rod breakage. Mas crown and set screw rod interface witness marks noted near fracture surface. Surface smearing of fracture surface noted. Fracture surface examination identifies a quasi-brittle fracture with river lines which are indicative of overload. Dimensional inspection confirms conformance to print specification. Chemical and mechanical properties verified by material supplier and independent 3rd party inspection. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). These parts are not approved for use in the united states; however a like device catalog # 1475001070, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Films were supplied for review which found: multiple ap and lateral x-rays taken post-op of l4-l5-s1 tlif with rods and screws. No evidence of rod breakage noticed on any films.